Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a nurse could not engage the trial implants with the holder during an operation. The knob of the holder did not work at all. The surgeon and another nurse tried handling it with the same result. The surgeon completed the operation with the use of another holder. There was a 15 minute surgical delay reported with no patient harm noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. Devices failure to hold. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: may 7, 2009 no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: received 1 article of holder for cervical cages 396.989. Article has traces of use (minor scratches on article surface). The threaded rod of the article cannot rotate as intended; the threaded rod sticks. The threaded rod (component (B)(4)) of the holder will not rotate freely in holder component (B)(4), therefore no implants can be engage with the holder. The article has been dismantled during the investigation; it was found that the outside diameter component (B)(4)of the threaded rod is damaged. Due to the damage of the outside diameter the threaded rod was unable to rotate freely in the holder component (B)(4) . The dimensions and tolerances for the outside diameter of (B)(4) and the inside diameter component (B)(4) were too close together. In 2013 the dimension and tolerance of the outside diameter component (B)(4)was changed in order to achieve operation and easier assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.